Event description:
Bard safety flow 16 fr foley catheter balloon would not deflate, patient in an (B)(6) hospital, medicine floor, attending m.d. Called urologist, urologist saw patient, pain and bleeding noted, urology deflated balloon, patient could not void so m.d. Replaced catheter several hours later. Reported to (B)(6), vendor. No permanent harm to patient. Dates of use: (B)(6) 2011.